Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky, heart palpitations, sweating, and nervousness. Their meter allegedly had no power. The result on their meter was 177 a day and a half ago. No further information has been reported.